Event description:
It was reported that the patient reported recharging more than expected. The patient had multiple groups, programs, running high amplitudes. The patient was getting good coverage and the neurostimulator system was intact. The device had been adjusted and reprogrammed 'multiple times' in meetings including the manufacturer's representative. The patient had a lot of scar tissue; this required the higher energy usage. The patient had all features enabled. Cycling was programmed and it had extended his recharge interval. Initially it was charging every other day, but cycling had 'helped a lot.' The patient's device was programmed to 4 anodes and a cathode on each program and of each column on the lead. The patient ran the device 24 hours a day. It was additionally reported that during a lead revision, a mass of a scar tissue about the size of the doctor's fist was removed. It was noted the patient would talk with his physician. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).